Manufacturer narrative:
Eosin was applied to dry the dermabrasion. Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This follow up report is being submitted to clarify that the previous non-conformance reported as being applicable to this complaint on follow up # 02, MFR report # 1049092-2014-00513, submitted to the FDA on january 27, 2016 was referenced in error. The nonconformance results in and the associated method, results, and conclusions codes reported on follow up #02 do not apply. All other elements of the previously reported batch record review results reported on follow up #01, MFR report # 1049092-2014-00513, submitted to the FDA on october 23, 2015 are correct. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 7, 2016. (B)(4).

Manufacturer narrative:
Additional information was received on september 25, 2015. The product associated with lot# 3e02261 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported that product was applied on the sacrum by the nurse. Redness appeared around the dressing. The dressing was removed and the skin had a dermabrasion.